Event description:
It was reported that the hand piece for battery powered driver runs by itself on an unknown date. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Part received. Device has been received and is currently in the evaluation process. Placeholder.